Manufacturer narrative:
Should additional information become available for the patient, a supplemental record will be filed.

Event description:
The end user stated the seat upholstery is torn on the chair.